Manufacturer narrative:
A partial lead was returned in two pieces measuring 8.6 cm (connector portion) and 11.4 cm (middle portion). Visual examination found insulation damage attributed to procedural damage. X-ray examination found the inner coil overtorqued due to procedural damage, leading to shorting between the conductors. No fractures were noted. No other anomalies were noted. The reported events of noise and low impedance were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturing date for this product was unavailable.

Event description:
Related manufacturer's number: 2017865-2020-06200. It was reported that the patient was presented in the clinic with an elective replacement indicator on the pacemaker and noise on the right atrial and right ventricular leads. The atrial lead was also found to have low pacing impedance. The physician explanted and replaced the pacemaker and both leads. The patient was in stable condition.